Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient¿s stimulation was ¿sputtering,¿ meaning the patient felt their stimulation turn off and on. It was reported that when it would come back on it would come on strong with a lot more power causing a jolt. It was reported that the patient was afraid to use it. It was indicated that the patient¿s stimulation issue was not positional. The rep stated that they met with the patient on monday and tested their impedances to see if any of the leads were out of range, but they were all within the normal range (around 1000 to 1400 ohms). The rep also attempted reprogramming as the patient stated that their stimulation wasn¿t in the right location. When doing programming the patient indicated that they were feeling stimulation and the rep stated that they saw them jerk slightly. The patient reported that they liked the high density (hd) programming but didn¿t like charging so the rep decreased the voltage and the patient was happy when they left their appointment on (B)(6). It was stated that the patient felt comfortable using their stimulation with the lower voltage. However, the patient called the rep back yesterday and reported that they drove home on (B)(6) (the day of their appointment) they felt like they were in pain, so they checked their ins with their patient programmer (pp) and it showed that the ins was off. It was stated that the patient then switched it back to a program that they could feel (non-hd) and they stated that they had warmth at the pocket site. It was reported that the warmth they reported occurred simply while they were using stimulation. It was reported that the stimulation issue had been occurring for at least two weeks. The warmth at the pocket site had been happening for weeks as well, but the patient hadn¿t been using the device as much due to the ¿sputtering¿. Was reported that the patient hadn¿t felt a difference with the warmth at the pocket site when they switched to hd setting. Technical services asked the patient if the patient was using adaptive stimulation (as) and it was it was clarified from clinician programmer data file report that the as was disabled so none of the patient¿s current groups had as. It was also mentioned that the patient was adamant that they only had been using group a but the clinician programmer showed 47 percent usage for group a and 53 percent usage for group b. Technical services reviewed that the device should not be turning off and on, on its own unless there is a por or the patient inadvertently turned the ins off. It was advised that the patient document when the issue occurred and what the pp registered and then the rep should obtain the data file again so they could compare the data file with the patient¿s data. It was suggested that the physician examine the pocket site for any signs of infection or ins movement that may be causing an issue they stated that they already requested an x-ray of the system. It was asked if the patient should continue to use the system and it was reviewed that it was up to the patient and physician and that if the patient felt uncomfortable using the stimulator or if there was an issue then they should turn the device off, but this decision was up to them. It was reported that if further troubleshooting was done and the device appeared to be functioning normally, the patient and physician could discuss revision/replacement and send the device back for analysis. There were no know factors that may have led or contributed to the issue and the issue had yet to be resolved. It was reported that the event occurred on (B)(6) 2017. Additional information was received on 2017-08-09, from technical services reporting to the rep that the data file had been erased prior to them capturing the file at the end of the clinician programmer session with the patient. However, it was reported that there are a few things that don¿t get cleared after each session and from that information it showed that the patient¿s ins clock was off (it was showing (B)(6) 2017) so the patient may want to update that. It also indicated that their last six recharge sessions looked appropriate, in that the ins was charging up as they¿d expect given the timeframe that the patient charged for and had six to eight coupling bars for all six of those sessions. It was reported that from what they could see on the battery voltage readings, the ins was not getting depleted enough to the point where it would turn off and stop therapy. The last 6 charging sessions were registered as being in (B)(6) (1), (B)(6) (1), (B)(6) (3) and (B)(6) (1). It was hard to say when exactly these sessions were because the clock was off and as of (B)(6) was registering that it was (B)(6) 2017 but I think it still supports that the patient was not using the device as much due to the ¿sputtering¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that that during the appointment, the patient was claiming that the device was jolting her again when using g and h. The caller stated that they had already run impedances with the patient sitting, laying and bent over but did not see differences in the values. The caller wanted clarification on how to run impedances in different positions. The caller stated that they would do that at a later date because the patient did not the patience for her currently. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-26. It was reported that representative attempted to recreate the events with the patient. The issue has not been resolved but the representative believed the hcp was leaning towa rds replacing the leads. The issue of stimulation turning off and on, stimulation turning back on too strong, stimulation not being in the right locations and warmth at the pocket site was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-11-15. It was reported that the patient had intermittent jolts and shocks. Impedances were checked and contacts 0, 9, 15 had elevated impedances around 4000 ohms. The groups that were using those electrodes seem to have the jolting and shocking. It was advised to reprogram without using those electrodes. This started as stuttering and has increased. The patient further reported that she was charging too often. The patient charged to full yesterday and not it was depleted. Rr codes were checked, and the patient only charged to 50%. It was reviewed that the recharging seems normal based on the rr codes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient indicated that it still ¿sputtered¿. They stated that the device turned itself off and then on and that it was not positional. They stated that the patient had been using group b, which was an hd program the rep created for them in august. It was reported that the patient could not feel the device going on and off in this type of program and they used it the most. It was reported that when they used groups g and h however, it would turn off and then back on, to include more sputtering than it did when the patient met with the rep in (B)(6). It was reported that sometimes the patient had to physically turn it on after it turned itself off. The rep also sent in the incorrect data file as it was not for this patient.no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-10-19. It was reported that the stimulation continued to skip, sputter, and stop and starts on its own in about 2-3 seconds. Stimulation was only in their legs unless they lean backward on program h. On (B)(6)2017, the patient turned the stimulation on and within 2 minutes it was skipping, it turned off for about a second, and then came back on with a jolt. Based on the data, the patient seemed to be using the remote correctly and it looks like stimulation was on when she claimed that it is either stuttering or turning off. Based on this information, it was believed that there is some issue with the lead in certain positions and not a problem with the ins turning off by itself or some other output issue. What the patient felt was the ins turning off was a sensation change and the ins did not actually turn off. The ins clock was off by 4hr and 35 minutes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative questioning if the data from the clinician programmer continued to compile or if it erased after each interrogation. Technical services clarified that there were very few select things that carried over from session to session. It was reported that the patient was told to keep a diary of when they felt the sputtering/the device turn off/on so that when the data is obtained it could be compared to what the patient was feeling verses what the device was showing. It was reported that the rep would be meeting up with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the representative was meeting with the patient on (B)(6)2017. No further information was provided.